Event description:
Pt fainted after taking a freestyle reading of 112 mg/dl and eating. The paramedics were called and tested the pt with an unknown meter getting a much higher reading. Caller reported that this has happened to the pt on two other occasions in 2002. Pt was admitted to the hosp on one of the occasions that they fainted. The method of treatment given to the pt was listed as possibly electrolytes. Caller recieved an error 2 message when they inserted a test strip into the meter. They noted that there is a red stripe across the back of the test strips and, to the best of their memory has used strips with and without the red stripe during the above reported incidents.